Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: d274trk ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that there was noted atrial undersensing during the patient's ventricular tachycardia (vt) episode on stored egm's. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.